Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The reported patient effect of thrombosis is listed in the absolute pro ll peripheral self-expanding stent system instructions for use as a possible complication. A conclusive cause for the reported thrombosis / thrombus, and the relationship to the product, if any, cannot be determined. The treatments appear to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Patient ID: (B)(6). It was reported that the procedure was performed to treat a lesion in the superficial femoral artery (sfa). On (B)(6).2024, a 6.0x150mm absolute pro stent was implanted. On (B)(6).2024, the patient was found to have thrombus distal to the index stent in the sfa. Treatment was performed on (B)(6).2024 which included thrombectomy, thrombolysis, and angioplasty in the study treated lesion. There were no adverse patient sequela. No additional information was provided.